Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system does not turn on. Assisted biomed with repair diagnosis. Therefore, no actions taken by philips. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not power on. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.